Manufacturer narrative:
(B)(6)

Event description:
It was reported that the device stuck in lesion and detachment occurred. Vascular access was obtained via the right radial artery. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery (lad). The opticross hd imaging catheter was introduced but was unable to cross the target lesion. Following pre-dilatation with a 1.5mm semi compliant balloon, the opticross was introduced again but was still unable to cross the lesion. When the opticross was removed, the tip got stuck in the calcified part of the lesion. When an attempt was made to forcibly remove the device, the exit port part of the catheter was separated. The catheter protruded in the direction of the aorta so the left femoral artery was punctured and a guide catheter inserted. The lesion was crossed with another guidewire and 1.25mm and 1.50mm balloons were used to release the stuck part. The device fragment was retrieved using a snare via the femoral artery. Ablation of the lad was then performed with a rotablator 1.5mm burr and a stent was placed to complete the procedure. There were no complications or health damage.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection shows the device was returned with the imaging widow detached/separated in the lapjoint section, it's important to mention that the imaging window was not returned for analysis. No other visual issues or kinks were observed along the device. No other damage was encountered upon visual inspection.

Event description:
It was reported that the device stuck in lesion and detachment occurred. Vascular access was obtained via the right radial artery. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery (lad). The opticross hd imaging catheter was introduced but was unable to cross the target lesion. Following pre-dilatation with a 1.5mm semi compliant balloon, the opticross was introduced again but was still unable to cross the lesion. When the opticross was removed, the tip got stuck in the calcified part of the lesion. When an attempt was made to forcibly remove the device, the exit port part of the catheter was separated. The catheter protruded in the direction of the aorta so the left femoral artery was punctured and a guide catheter inserted. The lesion was crossed with another guidewire and 1.25mm and 1.50mm balloons were used to release the stuck part. The device fragment was retrieved using a snare via the femoral artery. Ablation of the lad was then performed with a rotablator 1.5mm burr and a stent was placed to complete the procedure. There were no complications or health damage.